Event description:
7/4/2019: updated event description: it was reported that on (B)(6) 2019, the patient underwent removal of trochanteric fixation nail advanced (tfna), helical blade and distal locking screw and was revised to a total hip due to pain and broken short nail at the junction where the blade goes through the nail in the patients left hip. The patient had the tfna implanted in (B)(6) 2019. No issues were noted during the revision procedure. It is unknown if there was a surgical delay. Patient outcome was unknown. Concomitant devices reported: tfna helical blade 105mm (part# 04.038.305, lot# h652042, quantity# 1) unk - screws: locking: trauma (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: manufacturing location: monument. Manufacturing date: 17-oct-2018. Expiration date: 30-sep-2028. Part number: 04.037.142s, 11mm/130 deg ti cann tfna 170mm-sterile. Lot number: h754531 (sterile). Lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / rev d met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) lppf was reviewed and determined to be conforming. Packaging bom was reviewed and all components issued met current defined requirements. Supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: 04.037.942.2, lock prong, 130 degree tfna, bp55. Lot number: 1l07740. Lot quantity: 90. Work order traveler met all inspection acceptance criteria. 04.037.912.4, wave spring, shim ended, bp55. Lot number: h613126. Lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 24-aug-2018 were reviewed and determined to be conforming. Note: quality history card with recorded sample values documented results for 311 pieces. The sample size was indicated to be 315. 04.037.912.3, tfna lock drive, bp58. Lot number: h739995. Lot quantity: 79. One piece was scrapped in cell at op #60, anodize, after being dropped. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timo agri 16.00, bp80. Lot number: h732220. Lot quantity: 3,019 lbs. Certificate of test supplied by ati specialty materials dated 18-sep-2018 was reviewed and determined to be conforming. Lot summary report dated 19-sep-2018 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history batch null, device history review 20-jun-2019: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary complaint summary: 06/19/2019: modified event description: it was reported that on (B)(6) 2019, the patient underwent removal of trochanteric fixation nail advanced (tfna), helical blade and distal locking screw and was revised to a total hip due to pain and broken short nail at the junction where the blade goes through the nail in the patients left hip. The patient had the tfna implanted in (B)(6) 2019. No issues were noted during the revision procedure. It is unknown if there was a surgical delay. Patient outcome was unknown. Concomitant devices reported: tfna helical blade 105mm (part# 04.038.305, lot# h652042, quantity# 1) unk - screws: nail distal locking (part# unknown, lot# unknown, quantity# unknown). Flow: damage. Visual inspection: the 11 mm/ 130 deg ti cannulated tfna 170 mm - sterile (part # 04.037.142s, lot # h754531, mfg # 17-oct-2018) was received at us cq with the nail broken at the proximal hole where the screw is inserted. The proximal head of the nail is missing material due to explantation. There are scratched and nicks on the device. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed due to post-manufacturing damage. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11: d10 device received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of trochanteric fixation nail advanced (tfna), helical blade and distal locking screw and was revised to a total hip due to pain and broken short nail at the junction where the blade goes through the nail in the patients left hip. The patient had the tfna implanted in (B)(6) 2019. No issues were noted during the revision procedure. It is unknown if there was a surgical delay. Patient outcome was unknown. Concomitant devices reported: unk - nail head elements: tfna helical blade (part# unknown, lot# unknown, quantity# 1); unk - screws: nail distal locking (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 11mm/130 deg ti cann tfna 170mm - sterile. This is report 1 of 1 for (B)(4).